Manufacturer narrative:
Correction: reporting become aware date and g3, date received by MFR was 10/7/2025.

Manufacturer narrative:
Two infusion sets were returned for analysis of line blocked alarms and bent cannula. As received, the cannulas were observed to be bent from the original position. No other physical damage or other anomalies observed. The complaint of a bent cannula can be confirmed. Probable cause unknown.

Event description:
It was reported that the person with diabetes (pwd) stated that he had a infusion set with a bent cannula. The pwd stated he changed the set and started receiving line blocked alarms in the middle of the night. When the pwd removed the infusion set after a day and a half he saw that the cannula was bent. The issue was resolved. The event occurred while in use with patient. The operator of the device was the lay user/patient. No patient harm or patient injury.